Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot t10435rn. No issues with tni and ckmb recovery were observed, lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer running 5 samples for a biannual correlation with ckmb and tni on roche cobas 6000. Samples are heparin for cobas and edta for triage. Samples 8 and 9 for ckmb, 8- cobas 7.9 triage 3.5, 9- cobas 3.4 triage 1.3, triage cutoff on ckmb at 4.3 ng/ml, ckmb: ref. Range 0.0 - 2.8 ng/ml. Samples 8 and 10 for tni vs tnt, 8- cobas 14 triage 0.78, 10- cobas 9.2 triage 0.93, trop. T: ref. Range 0.0 - 22.0 ng/l, cutoff on triage is 0.4. The testing was done as part of a correlation study. No further information given on the samples tested. No ae.